Event description:
The patient had two cypher des implanted in 2005 in the lad, which restenosed after one year. The patient then had three more stents implantedf in the lad in 2006. Two months later one of the stents had severe neointimal hyperplasia. This stent was located in the end or tip of the lad. Three weeks ago the patient underwent another ptca, to treat another occluded cypher des. This restenosis was also treated using a cypher des. All 6 stents are implanted in the lad. The patient is worried about this. The patient is concerend about neointimal hyperplasia, and why it happens. Attempts to reach the patient as well as her physician have taken place, however no additioanl information is available at this time.